Event description:
A surgeon reported that an intraocular lens (iol) was damaged in the cartridge of iol delivery system. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
Add'l info provided by a nurse at the user facility indicates there was no pt impact/injury associated with this report.